Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated that the customer had high blood glucose level and they treated with manual injection. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.